Event description:
It was reported per medwatch report that anesthetist was attempting to place a radial artery catheter in a (B) (6), female. The artery was not cannulated, but as he tried to remove the catheter he was unable to withdraw device from pt. Eventually most of the device withdrew, but approx 1 inch of the catheter containing the broken wire was retained in pt. The catheter broke off at skin level and part of the catheter and stylet were retained under the skin. A surgeon did a small cut-down to remove the retained arterial catheter and stylet. A second kit was requested. Add'l info from the clinical pt safety specialist stated that there will be no returned product. The anesthetist was inserting this ra-04122 prior to surgery. The surgeon wrote that after surgery he made a cut of 1 to 2 mm proximal to the insertion site of the ra-04122 and with forceps was able to pull apart the area and see the fragment. Fragment was removed, there was no arterial bleeding, no hematoma and only a slight venous bleed. The pt's outcome is good. Reference MDR #9680794-2010-00008 for the second event involving same pt.

Manufacturer narrative:
The event occurred in (B) (6).

Event description:
Reporter stated that, after firing, the lancet protruded beyond the end-cap of the multiclix lancet device. No adverse event associated with the alleged malfunction was reported. The manufacturer requested the return of the suspect product for evaluation.